Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "the instrument got stuck and console surgeon had to open it manually with another instrument and they remove it. No injury to the surrounding tissues was caused during the procedure. The instrument was replaced with another instrument of the same type". Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test. The instrument was found to fail during initialization. The instrument was place on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument. Warning: blade may be exposed". The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found to fail the cut test based on log review. Probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a davinci-assisted surgical procedure, the customer observed that the vessel sealer extended instrument got stuck on the tissue after half an hour. It would not open. The console surgeon had to open it manually using another instrument and then removed the instrument. There was no injury to the surrounding tissues. The use of the instrument was discontinued, and it was replaced to a backup instrument of the same type. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the tissue adhered to the instrument was connective tissue ¿ ligament. A hysterectomy was being performed with the instrument at the time of event. The customer could not remember if there was any bio debris build-up prior to the interaction where sticking was observed. The surgeon clamped the tissue in the instrument, coagulated it, and then the forceps could not be opened. It was in the area of coagulation. The tissue was excised due to this event. This tissue was planned to be removed as part of this procedure. There was no bleeding due to this event. According to the surgeon, there is no concern about this event causing any long-term complications with the patient. The patient did not experience any post-operative complications. The patient was discharged from hospital a few days after the procedure. The procedure was completed robotically.